Event description:
Left breast has decreased in size and the plastic surgeon informed rptr that this is due to a leak in the implant. Since getting these implants rptr has developed new symptoms; 1) neuropathy, 2) lung/breathing problems, 3) constant foam like substance coming up from chest area into mouth and 4) chronic fatigue syndrome symptoms worsening.